Event description:
The ge oec 9600 fluoroscopy system had reported image quality issues where the monitors became "fuzzy" and flickered between exposures.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the 24volt power supply to the monitors needed to be adjusted. Additionally, all workstation pcbs were re-seated. The hand switch was also found to have a loose connection that was fixed as well. The system tested extensively and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.